Event description:
Visitor sat on end of bed. When he stood up the bottom half of the bed fell to the floor. The rest of the bed dropped into reverse trendelenburg. Two bolts and a bracket were found under the foot of the bed. Patient and visitor were unharmed. Patient weight-166 lbs. Visitor weight unknown. During repair of bed it was noted that 12 other beds in our system had the same loose bolt and were at risk of collapsing. The hill-rom service repairman stated that it was a common problem. Manufacturer response (as per reporter) for birthing bed, affinity:it is a problem that has been seen frequently at other locations as well. Our site had a total of 26 affected beds that had to be repaired in the same way. Bolts were loose and had to be replaced.